Manufacturer narrative:
The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible.as part of resolution, the RMA was authorized to offer the user a sensor replacement.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user complains of having low signal within the transmitter and sensor, leading to early sensor removal as the patient was having issues with placement guide weak connection.